Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the customer reported the autopulse li-ion battery(sn (B)(4)) is undamaged and the status leds illuminate green, indicating the battery was fully charged. However, the battery is unable to power on in the autopulse platform. Customer has tested the battery in multiple platforms with the same result. No patient involvement.